Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
It was reported that the patient had recently delivered and had a lap tubal performed. During the ablation procedure, the cavity integrity assessment failed so the physician repositioned the device and tried again. The device passed cavity integrity assessment and subsequently ablated the cavity for 61 seconds. Post ablation laparoscopy showed blood at the front of the uterus and also a potential uterine perforation. No additional details available.